Manufacturer narrative:
Device history record review was completed on the reported lot v1s161. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. No samples were returned therefore a root cause could not be determined. Cardinal health will continue to monitor complaint trends for this issue.

Event description:
Hot pack burst upon activation. The contents did not reach the patient and there was no injury to clinician.